Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "one jaw of the intestinal forceps used broke off but could be retrieved intraoperatively". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: examination of the returned instrument set (handle, outer shaft and forceps) revealed that the outer shaft was significantly bent, and the jaws of the forceps were broken off. Analysis shows that this damage was caused by excessive mechanical stress. The instructions for use of clickline instruments expressly point out that excessive force can lead to breakage, bending and malfunction, and warn against overloading the instruments or continuing to use bent instruments. The instruments are designed for grasping and preparing tissue, but not for lifting heavy organs or exerting high forces. The damage observed is typical of the consequences of overloading, as described in the instructions for use. Improper use can not only damage the instruments but also cause injury to patients or users. Before each use, the instrument should be checked for integrity and correct function. Damaged or bent instruments must not be used. The event is filed under internal karl storz complaint ID: (B)(4).